Event description:
On (B)(6) 2021 the patient underwent a staged procedure prior to endovascular treatment of a thoracoabdominal aortic aneurysm in the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) clinical trial. Two gore® tag® conformable thoracic stent grafts with active control system (ctag a/c) were used during the staged procedure. It was noted that no dissection was present at the time of device placement. On (B)(6) 2021 an aortic dissection was observed directly adjacent to the proximal end of the most proximal ctag a/c device. Dissection was also observed in the patient's left subclavian artery. Access of the subclavian artery was the reported suspected cause of the dissection. It was noted that the dissection did not extend distally to the area of the first ctag device overlap. No treatment was performed or is planned. There were no reported patient adverse events observed in relation to the dissection. There were no further reported issues.

Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.